Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was refilling the insulin pump this morning. Customer received a compromised force sensor system alarm and the insulin came spraying out. Customer stated that the drive support cap is loose. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer decided that he would like to keep his pump.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window. No moisture damage was noted on the electronics assembly.